Event description:
Dealer states he replaced the compact joystick with a loaner from the rep and the chair was not working. Diagnostics menu showed no function. Dealer also said the display wire looks damaged. He said the wire looks burned but he did not know how it happened.